Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been in and out of the hospital and one of them she experienced a diabetic ketoacidosis. The customer had a heart attack and experienced the diabetic ketoacidosis. She was in intensive care for four days. She was hospitalized on (B)(6) 2016 in the evening. The customer believed her blood glucose level was over 500 mg/dl. She was out of it. The customer was wearing the insulin pump at the time of hospitalization. The infusion set cannula was bent. The device was not returned.